Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module was replaced to address the issue.